Event description:
Complaint received from baxter sales rep. Customer reports the tubing is leaking at the y-junction during patient use. There was no reoprted patient injury or medical intervention. Although requested, no additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 09, 2007. A request for the return of the device has been made, should the reported device be returned and evaluatied, a follow up report will be submitted.